Event description:
Event description guidant received information that a patient with this newly implanted implantable cardioverter defibrillator (ICD), implantable transvenous defibrillation lead and atrial pacing lead presented at follow with elevated atrial and right ventricular pacing thresholds. Lead impedance measurements had decreased on both leads since implant 10 days ago. There was no sensing on the atrial channel and no noise in the arrhythmia logbook. The patient is not pacemaker dependent. Guidant received subsequent information that following a chest x-ray, both right atrial and right ventricular leads were dislodged. During a reposition attempt, it was noted that the atrial lead lumen was discolored.